Manufacturer narrative:
(B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 pro synchron system was leaking fluid. The fluid was dripping from the lower port tubing in the cartridge chemistry sample probe collar wash. The customer noticed three or four drops of fluid while priming. The customer was wearing a lab coat, gloves, and protective eyewear. Msds was not reviewed, but there is an exposure control or risk management plan in place at the facility. Medical attention was not sought. No erroneous result was generated, and there was no report of death, injury, or change to patient treatment associated with this event. Bec customer technical specialist had the customer to remove and cut the tip from the wash port tubing, and reinsert the tubing. The customer was able to prime with no leakage. The cause of the leak was faulty wash port tubing.